Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. The pulse generator exhibited atrial undersensing. No intervention or additional information was reported.

Event description:
New information received on 12/11/18 states the pulse generator was reprogrammed and undersensing was resolved. The patient was asymptomatic.